Event description:
It was reported that the anesthesia workstation delivered a lower oxygen concentration than set during treatment. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Based on the information collected to date, the most probable cause of the issue was oscillation in n2o gas module. The device logs were received and evaluation of them confirmed reported problem. The user was not able to use gas mix o2/n2o as this caused drop in o2 concentration, change of gas mix to o2/air and activation of safety flush. No confirmation has been provided if any part has been replaced. A failure in a gas module may lead to inaccurate gas flow regulation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's reference #: (B)(4).